Event description:
Noise was noted on the atrial channel. It could be reproduced with pocket manipulation. The lead was checked with the analyzer, and the integrity was good. The set screw connection was checked multiple times, and the connections were stable, but the noise was still present on the atrial channel of the iegm. This device was replaced with another ICD; the noise was no longer evident on the atrial channel. The atrial lead remains actively implanted.